Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 8/23/2016. The device has been returned and evaluated by product analysis on 08/02/2016 with the following findings. Call service 064-0001 alarm observed in black box, alarm history with high force occurring due occlusion. Rewind, load, prime steps performed successfully. Exercised pump for 24 hours, after this no call service alarms were received no defects found. Base crack between case seal and keypad. Battery compartment cracked from the top. Battery cap is damaged - threads stripped, used test cap for all steps, test battery cap does tighten fully.